Manufacturer narrative:
Customer runs 3 levels of qc twice daily and qc was assayed before this event. A) the instrument is currently performing within qc specifications. The specimen was collected in and sampled from an edta, 7ml, purple top tube. The hgb result was printed with an "h" flag. (Result is higher than your reference interval high limit. Follow your laboratory's policies for reviewing the sample). The plt result was printed with no flags. Field service engineer (fse) was dispatched to the customer's lab. The fse inspected the instrument and discovered that blood sampling valve (bsv) and probe were leaking diluent and blood onto counter and floor. The fse installed new bsv knob, checked bsv rotation, and performed several reproducibility tests, with no leaks or errors. The fse stated that the customer was not exposed to any biohazard material and was wearing proper personal protective equipment (ppe) during cleanup of the leakage. Hardware issues addressed by the fse may have contributed to this event. A malfunction will be assumed for the purpose of this report.

Event description:
A customer contacted beckman coulter regarding erroneously elevated hemoglobin (hgb) and platelet (plt) results that were generated by the coulter lh 750 instrument. A patient sample was tested for hgb and plt and results were: hgb 19.6g/dl, plt 357 x 10 to the 3rd power cells/ul. The results were reported out of the lab and questioned by a physician. The customer re-tested the original sample for hgb and plt and the repeated results were: hgb 15.3g/dl. Plt 274 x 10 to the 3rd power cells/ul. The customer re-tested the original sample for hgb and plt once more and the results were: hgb 15.4g/dl, plt 281 x 10 to the 3rd power cells/ul. In addition, the original sample was tested for hgb and plt on a different instrument in the customer's lab. Results obtained from the different instrument were: hgb 15.2g/dl and plt 298 x 10 to the 3rd power cells/ul. The corrected results were reported out of the lab. There was no change to patient treatment as a result of this event.